Manufacturer narrative:
The device is not being returned at this time. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a transuretheral resection bladder procedure, the surgeon received a small deep burn to the left forearm from the active cord. The burn was treated topically and resolved. No further injuries occurred.